Manufacturer narrative:
Follow up # 1 date of submission 9/14/2016 ¿ correction: the serial number for this pump is (B)(4).

Manufacturer narrative:
Device evaluation follow-up #2 submitted 10/10/2016: the device was returned to animas and evaluated by product analysis on 08/08/2016 with the following results: meter powered up normally & paired successfully with test pump. The meter record shows evidence of boluses being performed after the 15 min bg check limit. A bolus was performed immediately after measuring bgs. No inappropriate messages received. A bolus was performed 30 minutes after measuring bgs. The meter gave an appropriate warning. Unable to duplicate the compliant. No defect was found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a message that the bg was greater than 15 minutes old. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment.